Event description:
Due to copious heterogenous debris in the gallbladder with the wall adjacent to the liver edge discontinuous. The decision was made to create a cystogastrostomy using the axios stent and electrocautery device. The current was applied to the cautery tip and then the catheter was advanced into the cyst. 15mmx15mm stent was attempted and the mechanism that controls the deployment failed at stage 1. A second stent was obtained and deployed without further issue, no harm to the patient.